Event description:
It was reported that the patient underwent total hip arthroplasty utilizing an m2a cup/shell on unknown date. Subsequently, the patient returned to the surgeon's office on (B)(6) 2010, with increased pain. The surgeon believes the patient may not be getting bone ingrowth into the acetabular cup. As of this date, no revision procedure has taken place.

Event description:
It was reported that patient underwent total hip arthroplasty utilizing m2a cup/shell on unknown date. Subsequently, the patient returned to the surgeon's office on (B)(6), 2010, with increased pain. The surgeon believes the patient may not be getting bone ingrowth into the acetabular cup. As of this date, no revision procedure has taken place.

Event description:
It was reported that patient underwent total hip arthroplasty utilizing m2a cup/shell on (B)(6) 2009. Subsequently, that patient returned to the surgeon's office on (B)(6) 2010, with increased pain. The surgeon believes the patient may not be getting bone ingrowth into the acetabular cup. As of this date, no revision procedure has taken place.

Event description:
It was reported that patient underwent total hip arthroplasty utilizing m2a cup/shell on unknown date. Subsequently, the patient returned to the surgeon's office on (B)(6) 2010, with increased pain. The surgeon believes the patient may not be getting bone ingrowth into th acetabular cup. As of this date, no revision procedure has taken place.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The device information needed to review device history records was unavailable. The user facility was notified of the event on (B)(6) 2010. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(6) 2010.

Manufacturer narrative:
This report submitted (B)(6) 2010.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Product identification and additional event information was received and the following sections could be updated: event description: updated to reflect the date of the original surgery. Additional device information: updated to include product identification and expiry date. Report type - changed to product problem as there has been no medical intervention/revision procedure performed. Type of reportable event - changed to malfunction as no revision procedure has been reported. This report filed february 23, 2011.